Event description:
Additional information was received that high voltage impedance measurement was ranging to 80 ohms. Approximately 11 times in the previous year, the measurement was zero ohms. Triad configuration elicited 85 ohms, coil to can 85 ohms and cold can coil to coil greater than 200 ohms. Electromagnetic interference (emi) was suspected as the cause for the zero ohms reading. The device was reprogrammed coil to can. Additional information was sought from the local area sales representative, however, no additional information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. The field representative indicated that patient was being seen in the hospital due to syncope however, the observation was not related to the device. Daily measurements were reviewed and there were multiple occasions of 0 ohms impedance measurement in the past year. Additional information indicates that the cause was undetermined. Atthis time, the system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.